Event description:
Lp venatech filter placed in infrarenal ivc on (B)(6) 2012, without incident. Discharged home on (B)(6) 2012, with plan to return for elective cervical spine surgery in the future. Pt presented to (B)(6) ed with abdominal pain, diaphoresis and sob after participating in cardiac rehab. Upon arrival to ER, pt was hypotensive with sbp in 70's and troponin of 1.1. He was started on dopamine and airlifted to (B)(6) with concern of mi vs pe. Upon arrival to (B)(6) ed pt profoundly hypotensive in spite of escalating dobutamine support and started on levophed. EKG showed right heart strain, pt sent for pe protocol CT scan that demonstrated saddle embolus with multiple bilateral pulmonary emboli involving all the segment and the subsegmental branch of the right and left lung. Inferior vena cava thrombus extending from the intrahepatic inferior vena cava to the infrarenal inferior vena cava. Thrombus extends into the right renal vein. Taken to operating room immediately for planned pulmonary thrombectomy. Procedure cancelled after arrival to operating room. Pt transferred to cardiothroracic ICU. Arrived in cticu intubated, sedated and hemodynamically unstable requiring high dose pressors.

Manufacturer narrative:
Batch review: we have checked the mfg file of this lot of vena cava filters, which complies with our specs and does not present any abnormality. No other similar incidents were declared to us concerning this lot of (B)(4). Investigation results: the involved device is not available for investigation nor the x-ray pictures, consequently, no thorough investigation can be performed. Conclusion: as neither the device nor x-ray pictures copy were returned to us for eval, we cannot conclude to the real cause of this incident. This case is registered for statistical purpose. No corrective action is envisaged. This incident has been included in our complaint handling database, which we actively monitor and trend to ensure we react quickly and effectively to the experiences reported from the use of our products. If the defect rate were to spike or show an increasing trend, then an appropriate action would be taken. No conclusion can be drawn.